Event description:
Upon inserting the cage, the doctor voiced that cage had broken. Implant was immediately removed and checked for all pieces. The broken cage was given to sales rep in room. A new cage was implanted. The cage is a metal implant used to stabilize the spinal vertebrae. This was a lumbar/sacral implantation.